Manufacturer narrative:
The insulin pump was received with blank display due to broken trace on b1/ibd. Analysis was unable to verify failed self-test alarm due to blank display anomaly. Analysis was also unable to perform functional test due to blank display anomaly. The insulin pump had a minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed self-test. Customer's blood glucose level at the time of the incident was 96mg/dl. Customer was assisted with troubleshooting for the alarm, but the insulin pump failed self-test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.